Manufacturer narrative:
Device evaluation: the cdsg-14-175 device of unknown product lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all cdsg-14-175 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data analysis: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use (ifu0102), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect the packaging confirming it is unopened and free from damage prior to use. Visually inspect the device confirming it is free from damage prior to use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause could not be determined. A possible root cause can be attributed to the position of the colonoscope during device placement. It¿s possible that if the colonoscope was in a flexed position during placement of the device it may have caused or contributed to difficulty when removing the wire guide/guiding catheter to leave the decompression tube in place. It¿s also possible that a difficult/tortuous patient anatomy may have exerted extrinsic force on the device during placement and/or removal of the wire guide/guiding catheter. This force may have caused and/or contributed to compression of the device resulting in the issue reported, the black catheter snaps/breaks. From additional information provided, it was noted that advancing the balloon catheter into position was difficult and there was resistance encountered when advancing the device to the target location and on removal. Additionally a possible root cause can be attributed to the it to user technique, from additional information provided the physician was not very experienced with the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, on decompression set, we try to remove the black catheter from the white catheter, the black catheter snaps/breaks due to the coil inside. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause can be attributed to the position of the colonoscope during device placement. It¿s possible that if the colonoscope was in a flexed position during placement of the device it may have caused or contributed to difficulty when removing the wire guide/guiding catheter to leave the decompression tube in place. It¿s also possible that a difficult/tortuous patient anatomy may have exerted extrinsic force on the device during placement and/or removal of the wire guide/guiding catheter. This force may have caused and/or contributed to compression of the device resulting in the issue reported, the black catheter snaps/breaks. From additional information provided, it was noted that advancing the balloon catheter into position was difficult and there was resistance encountered when advancing the device to the target location and on removal. Additionally a possible root cause can be attributed to the it to user technique, from additional information provided the physician was not very experienced with the device. Therefore, a notification was sent to the product manager to consider retraining at the facility. Complaint is confirmed based on customer and/or rep testimony.

Event description:
A supplemental report is being submitted due to completion of the investigation on 21-jan-2026. I tried to get more info on monday. Below what I could find out from another nurse. The issue at st thomas is a training on the decompression set and I have escalated to stephen who will facilitate training from the product manager as a matter of urgency. 1. Can I confirm where it is stated breaks due to the coil inside that the coil being referred to is the wire guide? Not the wire guide 2. Can I confirm were the wire guide and guiding catheter removed at the same time? No 3. What type and size wire guide was used with the device? Unsure, possibly a .035 4. If not with the device in question, how was the procedure finished? Unsure 5. Please advise the anatomical location of the intended target site. Colon 6. How experienced was the physician with using the cdsg? Not very experienced with the device 7. Did the patient require any additional procedures as a result of this event? No 8. What intervention (if any) was required? Unsure 9. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 10. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No device to return 11. Did any section of the device detach inside the endoscope or patient? No. 12. What is the endoscope manufacturer and model number that was used with this device? Olympus. 13. Was gaining access to the dilation site difficult? Unsure. 14. Was advancing the balloon catheter into position difficult? Yes. 15. Was lubrication applied to the balloon prior to advancement through the endoscope? Unsure. 16. Was negative pressure applied to the balloon prior to advancement through the endoscope? Unsure. 17. How many times was the balloon inflated and deflated? Unsure. 18. Was resistance encountered when advancing the device to the target location? Yes and on removal. 19. If resistance was felt how did the physician deal with the resistance encountered? Unsure. 20. What was the position of the elevator during advancement/deployment? Unsure.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event, on decompression set, once catheter in patient and guide wire has been removed and we try to remove the black catheter from the white catheter, the black catheter snaps/breaks due to the coil inside (example on volvulus treatment). Should we be removing the black catheter sooner?